Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage alarm while connected to the mobile power unit (mpu). The patient switched outlets and the alarms persisted. Low battery hazards and no external power alarms were also reported while connected to the mpu. These events resolved quickly once ac power was restored. These types events can be caused by ac power outages, faulty home power outlet, or by poor mpu ac connection. The mpu was exchanged after concern that alarms were due to electrostatic discharge (esd).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard and no external power alarms was confirmed with the submitted log file. The log file captured low power hazard alarm events while the system was connected to the mobile power unit. According to the voltage values, there was a loss of the battery fuel gauge voltage signal from both power cables when connected to the mobile power unit. It was noted the power cables appear to be connected during these events. It was noted a no external power alarm events on (B)(6) while the system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal 11v backup battery for power. The returned mobile power unit (serial # (B)(6)) was functionally tested using laboratory equipment and the low voltage alarm could not be reproduced. Performed mobile power unit service process, which passed all testing. The mobile power unit was returned to the customer. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2020 on customer order (B)(4). The device history record confirmed the mobile power unit was shipped with a v-lock. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(4) was shipped to the customer on (B)(6) 2020. The device history record confirmed the mobile power unit was shipped with a v-lock. The reported event of low power hazard and no external power alarm was confirmed with the submitted log file. The log file captured low power hazard alarm events while the system was connected to the mobile power unit. According to the voltage values, there was a loss of the battery fuel gauge voltage signal from both power cables when connected to the mobile power unit. It was noted the power cables appear to be connected during these events. It was noted a no external power alarm events on july 20 while the system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal 11v backup battery for power. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(4) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook document, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use document ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.